Event description:
It was reported that while the ventilator was connected to a patient there were high tidal volumes while ventilating in the pressure control mode of ventilation. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory pressure transducer tube was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and the replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).